Manufacturer narrative:
The patient is an 81-year-old male with a relevant medical history of copd and chronic respiratory failure. It is noted the patient has two third party concentrators (invacare at 8lpm & airsep at 7lpm), each with a bubble humidifier with a total of 15lpm bled in. The respiratory trainer notes the patient¿s spo2 at rest on 15lpm via nasal cannula as 94% to 95%. When the patient was placed on the nasal cannula with 15lpm bled in through his home oxygen concentrators, the patient¿s spo2 started at 93% at rest, then as pressure built on the invacare concentrator the ball dropped from 8lpm to 4lpm, and the patient¿s spo2 decreased to 87%. During this time, the ball did not drop on the airsep concentrator and ball on the flow meter remained at 7lpm. The patient was unable to recover remaining on the life2000; however, when switched over to his oxygen and concentrators recovered to 93%. Per the trainer, there were no kinks or water condensation in any of the tubing. The trainer attempted taking the humidifiers off the concentrators and the issue persisted with the invacare flowmeter ball dropping to 4lpm. There was 10 feet of oxygen tubing coming from each concentrator to where it fed into the combo hose. During the visit the nasal interface was changed from size medium to a small giving a better fit and they additionally attempted to titrate the patient on volume settings as well as settings with lower volumes with added peep. The patient did not however tolerate with decreased oxygen saturations. There was no allegation of malfunction; however, it was determined the device was unable to support the patient¿s needs at this time and therefore being returned. The patient was advised to reach out to his prescribing provider and additionally the account executive will reach out to the provider to discuss his tolerance with the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection of the device by a hillrom technician found both the ventilator and compressor to be functioning as designed. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. It was determined that the device was not able to support the patient¿s needs at this time. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported by the trainer during home-therapy use of the life 2000 (approximately two weeks after initiation) the patient¿s oxygen decreased to 87%. The patient switched to his normal oxygen via nasal cannula and recovered to 93% with no additional medical intervention required. This event was captured under hillrom complaint ref # (B)(4).